Manufacturer narrative:
On 10/8/2019, mentor became aware of the effected right device information including lot number. Information has been updated under section d. Concomitant information was also received: left side; 525cc mentor smooth round moderate profile; catalog number: 3501685; lot number:1005813 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 10/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/8/2019, mentor became aware that chest pain was inadvertently not reported in the previous submission. Clinician assessment included breast pain. Hence, patient code pain has been added to field h6 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/31/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample, it was observed a tear within a crease in the anterior view measuring approximately 12.9 cm. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Concomitant products:unknown saline. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a unknown size unknown saline implant and was presented with right side breast implant deflation. As a result, the device will be explanted on (B)(6) 2019.